Manufacturer narrative:
The event product was returned to applied medical for evaluation with two rubber fragments. Upon inspection, engineering noted fragmentation of both internal rubber components of the seal, the septum and the duckbill. The rubber fragments returned matched the missing portion the septum and the duckbill. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap ectopic. Event description: "small pieces of plastic/rubber found in patients abdomen following introduction of a retrieval bag during laparoscopic surgery. Items removed from the abdomen, seal examined and the bits appear to match broken areas on the seal. Patient informed by the surgeon. Items retained by the scrub nurse." Additional info received from applied team member via email on 27th july 2017: "[surgeon] wrapped [competitor's] bag around johan instrument. [Scrub sister] noticed the bag was not tightly wrapped around the instrument when inserting the bag. Force was used to insert bag. [Scrub sister] believes this is what caused the bits of rubber from the double duck bill to come away from the seal housing unit." Patient status: no injury.